Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery alarm, a charge or battery life less than expected, a keypad or button that was unresponsive, a button error, a loss of communication between the transmitter and the pump, and a lost sensor alarm. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The troubleshooting was performed. The event involved products mmt-1884, unomedical, mmt-332a, mmt-7841zn, and mmt-7040a. The customer reported an insulin flow-blocked alarm. The customer reported a short battery life or a low battery alarm. The customer reported a keypad anomaly and/or a stuck button alarm. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. The pump was connected to a test transmitter and monitored without any connection interruptions. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing or in the history files near the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on (B)(6) 2024 04:12:01.000 in the history files. The alert is expected and occur during normal pump operation. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to keypad trace and motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, corroded battery tube, corroded motor home switch. Pump passed required testing and no unexpected insulin flow blocked alarms or power error noted during test. No communication to transmitter was not confirmed and all buttons function properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.